Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery on 2005. Patient had enhancement procedure on (B)(6) 2016 and presented on (B)(6) 2016 with epithelial ingrowth in right eye. Flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Account reported that symptoms resolved on (B)(6) 2016. Surgeon mentioned that it has nothing to do with the flap creation, he got ingrowth due to how the flap is healing. Bcva from (B)(6) 2005: right eye pre-op 20/20 -3.00 x -.75 x 123. Left eye pre-op 20/20 -2.75 x -.25 x 57. Bcva from (B)(6) 2016: right eye post-op 20/20 -1.00 x -.75 x 130. Left eye post-op 20/20 1.00 x -.50 x 80.